Event description:
It was reported that the jaws of the large hem-o-lok clip applier instrument would not open wide enough to place inside. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to fail the clip test. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip did not stay fully closed. The clip did stay attached to the tubing once out of three attempts.